Event description:
It was reported that the system controller made intermittent sounds instead of a continuous sound during its self-test. The controller had been in use as the main system controller until the patient's backup controller was updated for low flow alarm (lfa) software 2.0. Therefore, the system controller was replaced with one for lfa 2.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller having an intermittent sound rather than a continuous sound during a self-test was confirmed via analysis of the returned system controller. The heartmate 3 system controller serial number (B)(4) was returned to abbott burlington in unremarkable physical condition and a log file was downloaded. The downloaded log file from the returned controller contained relevant data spanning approximately 9 hours on (B)(6) 2022 (07:25:23 ¿ 16:41:38) per the timestamp). The log file did not capture any notable atypical alarms that would indicate an issue with the system controller. The system controller underwent preliminary and functional testing and did not pass due to the system controller not alarming correctly during the self-test. Circuit analysis of the controller revealed that the voltage and resistance at the transducer was insufficient due to fluid ingress around the transducer. The voltage at the j8 connector on the printed circuit board was as intended, indicating a compromised component. The transducer was replaced with a known working component and operated as intended. The root cause for the reported event was determined to be an electrically compromised transducer due to fluid ingress; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller serial#:(B)(4) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on (B)(6) 2020. Heartmate iii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook "caring for the equipment" describes how to care for and clean all equipment including the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.